Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a trauma fixation procedure to treat a tibial fracture. Subsequently, the patient reported pain at the six month post-implantation visit. The patient also experienced soft tissue irritation and prominent hardware. The patient was offered hardware removal in future. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Date of birth - patient was born in (B)(6). Concomitant medical products: 00235700810, distal medial tibial plate left 10 holes 168 mm length, unknown, 00483503201, 3.5 mm cortical screw self-tapping 32 mm length, unknown, 00483503001, 3.5 mm cortical screw self-tapping 30 mm length, unknown, 00483502801, 3.5 mm cortical screw self-tapping 28 mm length, unknown, 00483504001, 3.5 mm cortical screw self-tapping 40 mm length, unknown, 00235902639, screw 3.5 mm diameter 26 mm, unknown, 00236020527, drill standard 2.7 mm diameter, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08487, 0001822565 - 2017 - 08510, 0001822565 - 2017 - 08511, 0001822565 - 2017 - 08512, 0001822565 - 2017 - 08509, 0001822565 - 2017 - 08514. Remains implanted.

Event description:
It was reported that the patient underwent a trauma fixation procedure to treat a tibial fracture. Subsequently, the patient reported pain at the six month post-implantation visit. The patient was offered hardward removal in future. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history determined no further action(s) is/are required. X-ray review noted: the overall fit and alignment of the implants is appropriate. There is a suggestion of a well-corticated ossific density along the tip of the medial malleolus which likely represents evidence of a prior fracture. Also noted there is slight cortical regular to the lateral cortex of the distal diaphysis of the tibia, suggestive of a fracture just distal to the fourth proximal-most screw. An additional review also noted that there is a gap between the plate and the medial cortex of the tibia, nonspecific. This gap may explain the prominent of the hardware over the medial aspect of the leg and could, possibly, cause pain as well. From the x-ray review, the prominence of the hardware was confirmed, however, it is unknown if that is the only cause of the patient's pain. Hence, a definitive root cause of patient's pain could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.